Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was reported by the healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 2.8 mg/day) from an implanted pump. The indication for use was non-malignant pain and other non-malignant pain. On (B)(6) 2016 the hcp reported that on (B)(6) 2016 the patient complained of withdrawal one week after a routine pump replacement. It was noted that no environmental or external factor led to the issue. On (B)(6) 2016 a dye study was attempted and the hcp was unable to withdraw from the catheter access port. It was noted that it was difficulty to push dye in, no dye was seen at the catheter tip under fluoro but dye was seen collecting behind the pump. A potential catheter disconnect was noted. A catheter revision was performed later on (B)(6) 2016 and it was discovered that the pump connector was not securely attached to the pump. Clear fluid was noted in the pump pocket which suggested cerebrospinal backflow or drug infusing in to the pocket. The old connector was removed and replaced. Once the new connector was attached system patency was confirmed by aspirating from the side port. At the time of the report the issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.